Event description:
Add'l info received from MFR 6/27/03: an investigation was performed on the returned primary package as well as a review of the device history record and a review of the production logbooks. From the investigation co concluded that as there was no evidence of cracks, holes or tears in the plastic blister pack or the foil label, and there was clear evidence that the heat seal laminate transfer was complete which is consistent with an acceptable package seal. Salt residue, a product of the packaging solution, was found in the well of the blister pack. The conclusion of the investigation is that the blister pack was dosed with saline packaging solution and properly sealed. The device history record review and production logbook review did not provide any evidence that this reported failure occurred at vistakon and a root cause could not be determined. Co contacted the consumer and reviewed the findings of the co's investigation with their consumer indicated they were satisfied with co's investigation. Co also sent replacement product to the consumer with the consent of their eye care professional.

Event description:
Reporter wears contact lenses at times and glasses at times. Because of this, a box of 12 johnson & johnson toric lenses lasts a relatively long time. During the period of time that they used the last two boxes, rptr has found a total of five lenses unopened and dry - sealed in their containers. This is not what they expect from this company, not to mention the cost of toric contacts. Most of these they discovered on opening the product; however, they do have one example that is still sealed in its package.